Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported that earlier this week (maybe tuesday) they suddenly started getting sharp pains near the ins. The patient denied having any falls or trauma prior to this event, but they did mention that they noticed the pains after they bent down to pick something up off the floor. The patient said the first sharp pain shot through them after they bent down, then they felt the ins and wondered if it moved. Yesterday the pain got so bad that the patient had to have someone drive them home because they got a sharp pain up their back when they applied pressure to the brake pedal. The patient mentioned that they had pains in their back and felt like the ins was "hitting the nerve continuously." The patient tried to turn the therapy off last night, but they couldn't get the handset to power on. The patient could see that the handset was 100% charged, but the screen remained blank when they tried to power it on. No issue was found with the handset during the call, and it powered on immediately when the patient held down the power button. The patient was then able to connect to the ins and turn the therapy off. Once the therapy was turned off the patient said they still had some pain near the ins, but it wasn't quite as sharp when they stood up. The patient mentioned they had a heating pad on the area as well. The patient was redirected to their hcp to further address the issue. The patient said they have an appointment with their hcp tomorrow.